Manufacturer narrative:
It was reported that the ventilator was contaminated with water/liquid. The ventilator was investigated on site by our field service engineer (fse). The expiratory channel connector printed circuit board (pcb), main back-plane pcb and pneumatic back-plane pcb were replaced and sent back for investigation. Simulated test use of the returned expiratory channel connector in a ventilator passed several pre-use checks without any failure. No abnormal found during ventilation for 24 hours. It was noticed by visual inspection that both the main back-plane and pneumatic back-plane pcbs had sign of liquid and short circuit on their connectors. The pcbs were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. This failure in the main back-plane can lead to a corruption in the ee-prom memory that contains system ID, configuration and operating time. It may lose the connection with other printed circuit boards as well. This failure in the pneumatic back-plane can lead to a loss of connection with the gas modules and cable connectors for the safety valve and the o2 sensor/cell. Appearance of this failure will be noticed by the user by generating high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref.#:(B)(4).

Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).